Manufacturer narrative:
The investigation has been completed. Possible reasons for the missing screw include: maintenance by non-stryker personnel, resulting in the possibility of the screw being removed but not reinstalled, possible misuse, or no general maintenance causing the screw to dislodge. A stryker representative replaced the screw and serviced the light, and the system is now operational.

Event description:
It was reported that the lighthead of the d540 fell during a procedure, allegedly making contact with the doctor and patient. There was no serious injury or adverse consequence from this complaint.

Manufacturer narrative:
It was reported that a d540 light allegedly disengaged from the suspension. It was found that the m3 screw was missing. A new m3 screw was installed and the light was returned to use. The investigation is still ongoing and a supplemental will be filed when the investigation is completed. There was no reported injury to the physician or patient.

Event description:
It was reported that the lighthead of the d540 fell during a procedure, allegedly making contact with the doctor and patient. There was no serious injury or adverse consequence from this complaint.